Event description:
Customer reportedly obtained a result of 2.2 inr on the coaguchek xs system and 3.0 inr on a comparison lab. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.